Event description:
It is reported that a customer kept receiving alerts or alarms on their insulin pump. The patient's blood glucose level was at 106 mg/dl at the time of the call but had mentioned they had to be hospitalized for high blood glucose. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm tests and tone check and vibrate check on the self test. During the tone check, the insulin pump had a series of audio tones and no audio anomaly was noted. The insulin pump was also able to set alert type to vibrate. The insulin pump stayed on the vibrate alert and did not change alert type to beep. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).